Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (BG) value was not provided. At the time of the report, the customer had not addressed BG level. The customer reverted to manual injections for insulin therapy.